Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic sphincterotomy (ercp) procedure performed in the common bile duct (exact procedure date unknown). According to the complainant, during the scheduled stent removal procedure, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with the snare, the stent broke into pieces requiring intervention to remove the broken stent pieces from the patient. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.